Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. Programming changes were successfully completed. There were no patient consequences.